Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found to be out of specification in relation to the reported symptom, which was reproduced. Keypad error was confirmed and has limited keypad operation due to intermittent response from column 2 keys (2nd soft key, setup key, #1, #4, and #7) and row 3 keys (#0, #1, #2, and #3) caused by a failed keypad. The failed keypad was replaced.

Event description:
It was discovered that a spectrum pump experienced a keypad error during testing. It was also reported that there was no pt injury.